Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to blurred vision. The replacement lens was the same model, but 1.5 diopters different power. Additional information was requested.